Manufacturer narrative:
On (B)(6) 2017, the customer reported to have gone to the emergency room (ER) for diabetic ketoacidosis on (B)(6) 2017. Although requested, additional information regarding the ER visit was not provided. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button on the pump was no longer working. The pump's screen could be turned on by plugging the pump into a power source. The customer's blood glucose (bg) level was 600 mg/dl. A bolus via the pump was delivered and an insulin injection was administered to address the bg level. The customer was to use insulin injections to manage diabetes.